Manufacturer narrative:
(B)(4). The product sample has been returned but had not been evaluated at the time this complaint was filed. According to the device history records reviewed for the reported lot number m4363t511, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2016-00165 for the second patient. It was reported that the catheter disconnected near suction button and was stuck in endotracheal tube. Additional information was received on (B)(6) 2016 from the registered nurse that states, the infant returned from operating room intubated, and the catheter placed on the endotracheal tube. When nurse went to remove end cap, noted that the cap appeared melted. The nurse immediately switched out the catheter. The patient was not injured. No additional information was reported.

Manufacturer narrative:
One sample was received without the original packaging and received with a customer note. The sample was examined, and it appears that the catheter tubing is detached away from the bushing. The bushing is intact to the cone adapter. The catheter tubing was viewed under the uv light and there is visible evidence of application of bonding agent with optical brightener. It appears also, that the application coverage was consistent. Using a ruler as a reference, the insertion depth of the catheter tubing was measured by aligning the melted bonding agent from the tip of the catheter as a reference point. A manufacturing investigation was opened and the root cause was due to manufacturing equipment. During manufacturing, a gap can form between the bushing and cone adaptor that may cause weak bonding. Corrective actions have been initiated. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).